Event description:
A user facility technican reported that a patient removed more ultrafiltration (uf) than intended during a treatment on a system 1000 hemodialysis machine. The uf goal was 0.5 kg but 1 kg was estimated to actually be removed. The patient experienced a low blood pressure of 87/44, was administered 100 ml of normal saline and placed in trendelenburg position. The patient treatment was ended five minutes early due to hypotension. There was no patient injury associated with this incident. Treatment parameters consisted of a 800 ml/minute dialysate flow rate, 300 ml/minute blood flow rate, and a 3 hour 15 minutes treatment time.